Manufacturer narrative:
Investigation completed: 02/12/2018. No DHR review can be performed as lot information was not provided. The device involved in the reported incident was not returned. The root cause could not be determined. Linked to 1651501-2018-00011.

Event description:
This report is 1 of 2 complaints. It was reported an audible noise in the joint after implantation. After ten days, the patient was fully functional in the joint but with an audible ratcheting sound coming from the joint with the implants. The audible noise never went away, so the physician revised the total joint to a silicone implant. Further information from the customer was requested regarding the event.

Manufacturer narrative:
Additional information received on 04/06/2018 regarding the product ids which are (B)(4) and (B)(4) with there respective lot numbers 170506t and 170788t . Also, the device was implanted on (B)(6) 2017 and explanted on (B)(6) 2018. However, another information was received on april 9 correctly indicating that the device was implanted on (B)(6) 2017 and confirmed that the product ids were 20d and 20p instead of 30d and 30p. Records updated with information received. It was reported that on 28 nov 2017, the (B)(6) was implanted. However, on (B)(6) 2018, the product was explanted. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. Investigation of the device manufacturing records could not be conducted by the manufacturer. Review of the dhrs showed no non-conformances that may have contributed to the event. As the instrument was not returned to austin for examination, no definitive root cause could be determined. If the device will be returned at a later date this complaint will be reopened and an analysis will be performed.